Event description:
Per the clinic, the patient experienced significant weight loss, with subsequent skin breakdown and an infection at the implant site, leading to exposure of the device (date not reported). The device was explanted on (B)(6) 2025. The patient was subsequently converted to a percutaneous baha implant system at a newly created sleeper site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.